Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by continuing to use the cartridge and was informed that static fill estimates could occur due to large variances in measured pressures related to cartridge handling, and the estimate should count down normally once conditions stabilize.